Manufacturer narrative:
(B)(4): evaluation results: (death), (coagulopathy issue; aneurysm expansion). Other (unknown cause of aneurysm expansion).

Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. Aneurysm and vessel morphology at the time of implant were not reported. The patient has a history of a coagulopathy issue. It was reported that a cta demonstrated that there has been aneurysm expansion from 12 cm to 13 cm with a possible type ii endoleak. The physician elected to intervene by performing an open repair, whereby the aneurx bifurcated graft was left intact inside the patient, and the aneurysm sac was then wrapped surgically and more securely around the aneurx graft. Organized thrombus was found within the sac and was removed, and no type ii endoleaks were evident. The cause of the aneurysm expansion is unknown. At a later date, the patient had bleeding all over because of not making platelets due to a bone marrow/cancer problem, and the patient expired. There was no aneurysm rupture; however, the patient had an expanding sac with some blood but no fresh clot.